Event description:
It was reported that the tube completely broke at the base of the needle during placement of the drain when the needle was being pulled out after punctuation of the sucutaneous layer. The break occurred in the lumbar area of the body. The tube was pulled straight as intended. The breakage occurred just after the entire trocar was pulled out of the patient. A j-vac was used to complete the procedure. There was no particular impact to the patient and no further complications reported.

Manufacturer narrative:
One actual sample was returned for evaluation in two pieces that consisted of the trocar and drain only. The drain tubing had broken at the base of the trocar and a small portion of the drain tubing was still attached to the trocar. The broken edges of the tubing were very jagged indicating the drain tubing had been torn apart from the trocar. The DHR review did not show any problems or conditions related with the reported problem. Incoming quality assurance records did not show any issues with the components used in the reported lot number. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possiblity of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks". Baseline report previously filed.